Manufacturer narrative:
A review of the event trace revealed multiple tbn estp and tbn hstp alarm conditions. There were no entries in the event trace which indicate the ventilator shutdown or reset unexpectedly. All operational periods ended properly with a 3 second on/standby button press as indicated by the vent 0 entries.

Event description:
It was reported that when the ventilator alarm silence button was pressed, the ventilator shut down. The ventilator alarms without displaying the alarm. It is unknown if the ventilator was connected to a patient when the reported problem occurred.